Manufacturer narrative:
Additional information was added to b5, d1, d4, h4, h6, and h11: b5: the device is a large volume folfusor. H4: the lot was manufactured between september 11, 2024 ¿ september 16, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during infusion. The actual and expected infusion times were not specified. The device contained fluclox, and a peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.